Event description:
Customer stated, "she had been clicking the pad on and off and the last time she clicked the pad, there was a spark like a fireball that shot out of the cord. It caused a blister on the hand. The product was returned for investigation. The product was approx. 16 years and 6 months old when the incident occurred. The customer did not seek out medical attention. Customer stated the incident lasted for a few seconds. An investigation was done to look into the customers complaint. The investigator found that there was a cut on the cord at the strain relief. The investigator determined the customer was twisting the cord. This led to excessive tension at the strain relief which led to the cut which caused the sparks the customer described. The IFU states, "loop cord loosely when storing. Tight wrapping may damage cord and internal parts".